Manufacturer narrative:
H5: imdrf annex a grid: a0401.

Event description:
It was reported that the bd insyte¿ IV catheters catheter broke and a piece was left in the patient vein. The remanent piece from the vein was successfully removed and an ultrasound was completed. The following information was provided by the initial reporter: concerns a complaint about a broken insyte catheter. Description: when the patient woke up restlessly, traction occurred on the IV line. This caused the catheter to break, leaving a piece in the patient's vein. They were able to remove the remaining piece from the vein and an ultrasound was done of the insertion point, on which no abnormalities could be seen.

Event description:
It was reported that the bd insyte¿ IV catheters catheter broke and a piece was left in the patient vein. The remaining piece from the vein was successfully removed and an ultrasound was completed. The following information was provided by the initial reporter: concerns a complaint about a broken insyte catheter. Description: when the patient woke up restlessly, traction occurred on the IV line. This caused the catheter to break, leaving a piece in the patient's vein. They were able to remove the remaining piece from the vein and an ultrasound was done of the insertion point, on which no abnormalities could be seen.

Manufacturer narrative:
Supplemental 7339176 has all needed information. No new information was added, this supplemental is not needed.

Event description:
It was reported that the bd insyte¿ IV catheters catheter broke and a piece was left in the patient vein. The remaining piece from the vein was successfully removed and an ultrasound was completed. The following information was provided by the initial reporter: concerns a complaint about a broken insyte catheter. Description: when the patient woke up restlessly, traction occurred on the IV line. This caused the catheter to break, leaving a piece in the patient's vein. They were able to remove the remaining piece from the vein and an ultrasound was done of the insertion point, on which no abnormalities could be seen.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-mar-2023. H6: investigation summary our quality engineer inspected the 2 photos, 1 opened sample without packaging and 3 representative samples submitted for evaluation. The reported issue of catheter broke / separated after placement was confirmed upon inspection of the samples. Analysis of the sample photos and opened sample showed that the catheter tubing broke off into 2 fragments at 6mm from the nose of the adapter. Clean-cut cuts were observed at the breakage points of the two fragments. The representative samples were found to be within proper manufacturing specifications after visual examination and functional testing. The assembly process was reviewed, and the only station that is in contact with the catheter tubing is the rubber pads at the flaring station. Given the elastic nature of the rubber pads and that there are no sharp or hard edges on the pads, this station is unlikely to cause the observed the clean cut on the catheter tubing. Since the product was returned used and outside of its original packaging, we are unable to determine a root cause for the incident. Due to the nature of the cuts being so clean there is a possibility the failure occurred during use, but we are unable to confirm how the product was used during the incident. Production records were not reviewed since the batch number for the product involved in the incident was not provided. H3 other text : see h10.

Manufacturer narrative:
Correction: supplement follow-up #3 for MFR report # 8041187-2023-00102 was sent in error supplement # 3 should not have been sent there were no changes from the pervious follow-up. This supplemental is to cancel supplement follow-up #3.

Event description:
It was reported that the bd insyte¿ IV catheters catheter broke and a piece was left in the patient vein. The remaining piece from the vein was successfully removed and an ultrasound was completed. The following information was provided by the initial reporter: concerns a complaint about a broken insyte catheter. Description: when the patient woke up restlessly, traction occurred on the IV line. This caused the catheter to break, leaving a piece in the patient's vein. They were able to remove the remaining piece from the vein and an ultrasound was done of the insertion point, on which no abnormalities could be seen.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field. Lot number was not reported; however, a potential lot number was provided. The information for that number is as follows: medical device lot #: 2208401, medical device expiration date: 30-jun-2027, device manufacture date: 30-july-2022; medical device lot #: 2276076, medical device expiration date: 30-sep-2027, device manufacture date: 31-oct-2022; medical device lot #: 2225150, medical device expiration date: 31-jul-2027, device manufacture date: 24-aug-2022.

Event description:
It was reported that the bd insyte¿ IV catheters catheter broke and a piece was left in the patient vein. The remainint piece from the vein was successfully removed and an ultrasound was completed. The following information was provided by the initial reporter: concerns a complaint about a broken insyte catheter. - description: when the patient woke up restlessly, traction occurred on the IV line. This caused the catheter to break, leaving a piece in the patient's vein. They were able to remove the remaining piece from the vein and an ultrasound was done of the insertion point, on which no abnormalities could be seen.